Manufacturer narrative:
The reported event was unconfirmed as the device meets the specifications. 50 red rubber urethral catheters unopened in original packaging were returned. No obvious defects were seen. 8 of the 42 lot (ngev1423) catheters were randomly selected for testing. All 8 catheters were verified to be 16 fr using the french gage. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine due to the reported issue was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required due to the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that some catheters were in different sizes from the others. Per investigator notification received on 02apr2021 during evaluation it was found that the catheter with corporate lot number (ngdv0112) was found to be the incorrect french size.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some catheters were in different sizes from the others.